Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify external ram crc error, unexpected restart and displayable history crc check failed on startup alarms due to buttons not responding. No frozen display noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump froze. Customer stated the b button and it was pumping up to what her blood glucose needed to be and pump stopped at 70 and froze. She removed the battery and received an unexpected restart alarm. In addition, the keypad was not responding, the 70 was not blinking or flashing anymore. The customer's blood glucose was 83mg/dl. The customer was advised the insulin pump will be replaced.